Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article, that one patient was revised due to infection. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea: infection, septic loosening due to unsterile implant (failure of sterilization or cleaning procedure) => possible: potential resterilization procedure in the hospital is unknown. However, instructions are given in the IFU . Infection, septic loosening due to failure of sterilization procedure due to supplier process => possible: the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are cleaned according to validated specifications. Infection due to proposed resterilization procedures in IFU do not provide sterility => not possible conclusion summary the gamma sterilization specification certifies the suitability of sterilization. The irradiation certificate of the affected parts could not be reviewed due to absence of the lot numbers. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore it is not suspected that the product caused or contributed to any patient infection. The ifus state that "early or late infections" are "possible consequences of an implant" and should be considered when implanting zimmer biomet devises. Possible causes of infection include wrong handling of device due to wrong re-sterilization procedures for sterile delivered parts, packaging failure during transportation and reuse of the device which is only intended for single use. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem on an unknown date and the patient underwent revision surgery on an unknown date due to an infection.